Event description:
It was reported to boston scientific that during a endoscopic retrograde cholangiopancreatography (ercp) procedure, the autotome rx sphincterotome was orienting in the wrong direction. When an attempt was made to turn the device it turned to the opposite direction. The procedure was extended, but was completed with no pt complaints, other than.

Manufacturer narrative:
.